Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the study coordinator, but were not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2024 from the medrio study database: on (B)(6) 2021; this 61-year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook custom fenestrated-branched device, one gore® viabahn® vbx balloon expandable endoprosthesis device, three gore® viabahn® self expanding devices, and four bentley begrafts. Gore vbx device was placed in the celiac trunk. Gore® viabahn® self expanding devices were placed in the superior mesenteric artery and bilateral renal arteries. The vbx device was successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2023 the patient was reported to have an occlusion to the left renal artery. The patient was not noted to require hospitalization or reintervention for this occlusion. It was stated that there is no further action for this kidney, as it is atrophied and cannot be saved anymore ((B)(4), manufacturer report number 2017233-2024-05502). On (B)(6) 2025, the patient was noted to have an occlusion of the right renal artery which led to inpatient hospitalization and a reintervention. On (B)(6) 2025, the patient was also noted to have an occlusion of the sma, however no reintervention for this has occurred at this point. On (B)(6) 2025, the patient underwent a reintervention for the total vessel occlusion of the right renal artery. A percutaneous transluminal angioplasty (pta) was performed, a vbx-device implanted and at the end of the procedure the device was patent. Of note the patient suffered a fatal aortic rupture on (B)(6) 2025 and expired (B)(6) 2025.

Event description:
The following was reported to gore on (B)(6) 2024 from the medrio study database: on (B)(6) 2021; this 61-year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook custom fenestrated-branched device, one gore® viabahn® vbx balloon expandable endoprosthesis device, three gore® viabahn® self expanding devices, and four bentley begrafts. Gore vbx device was placed in the celiac trunk. Gore® viabahn® self expanding devices were placed in the superior mesenteric artery and bilateral renal arteries. The vbx device was successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2023 the patient was reported to have an occlusion to the left renal artery. The patient was not noted to require hospitalization or reintervention for this occlusion. It was stated that there is no further action for this kidney, as it is atrophied and cannot be saved anymore (mpdcase-(B)(4), your reference (B)(4)). On (B)(6) 2025, the patient came in with a retrograde aortic dissection in the arch. This had caused occlusion of the sma and right renal stent which led to inpatient hospitalization and a reintervention. Clinically the patient had declining renal function but no signs of intestinal ischemia. Thus, the right renal stent was opened but the sma stent left without intervention. On (B)(6) 2025, the patient underwent a reintervention for the total vessel occlusion of the right renal artery. A percutaneous transluminal angioplasty (pta) was performed, a vbx-device implanted and at the end of the procedure the device was patent. Of note the patient suffered a fatal aortic rupture on (B)(6) 2025 and expired (B)(6) 2025. The physician stated that the retrograde dissection was deemed inoperable and the patient dies likely due to aortic arch rupture secondary to the retrograde dissection. This was not gore devices related.

Manufacturer narrative:
B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information reported to gore the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel